Manufacturer narrative:
This device was returned to mmdg for evaluation. The pump air in line sensor was found to be outside of product specification, which could potentially cause the reported issue. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump does not stop when feeding is complete or alarm when dose is done. Mmdg made multiple attempts to follow up with the initial reporter. They stated that the patient received a replacement pump and had not been harmed by the event. (B)(4).